Event description:
On (B)(6) 2009, the patient was implanted with an scs system. Patient is feeling stimulation but at a lower degree. They are able to increase stimulation as high as 7-8 vertical lines and no higher than that. When the patient tries to go to a higher level, it will not get past the 8th line. The patient has multi-stim and is in a program with 3 stimulation sets. The balance key cannot get it to a higher amplitude either. The patient met with the (B)(4) reps, they reprogrammed the patient. The patient is feeling stimulation, but says its not as strong as it used to be. The patient told the (B)(4) rep that when they put on a belt, they got shocked. This caused the patient to fall down some stairs. The scs system is still working the same as before the fall. The (B)(4) rep will meet with the patient soon to interrogate the patient's system further. The patient's doctor decided to remove the stimulator. The revision is pending.

Manufacturer narrative:
Evaluation: method- the device history and sterilization records were also reviewed. Results- the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.